Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pt was not getting pain relief after implant. On attempting refill, all of the 20cc of the drug was aspirated out of the pump. A dye study was done and the catheter was reported as patent. Rotor study was not performed. The pump was replaced and the cause was stated as "non-functioning pump". The drug infused via the pump was dilaudid 0.16mg/day conc. 1.2 mg/ml. The pt recovered without sequelae.